Event description:
The customer reported that they questioned the ECG interpretations during multiple 12 lead ECG events.

Manufacturer narrative:
The customer reported that they questioned the ECG interpretations during multiple 12 lead ECG events. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.